Event description:
It was reported that at the user facility the core universal driver would not shut off. No further information was provided by the user facility.

Event description:
It was reported that at the user facility the core universal driver would not shut off. No further information was provided by the user facility.

Manufacturer narrative:
The reported event of the device not shutting off was duplicated. The technician found that the unit's reverse trigger was stuck in the on position in the trigger assembly and therefore kept the trigger in the run position. Upon disassembly, the reverse trigger shaft had a burr on the trigger shaft slide. A damaged trigger shaft could cause or contribute to the reported event.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.